Event description:
Clip applier failed and clips did not adhere to tissue as expected. Clips removed from pt and placed with failed clip applier. Ethicon ligaclip product code (B)(4) lot# g4tu01. Diagnosis or reason for use: morbid obesity.